Manufacturer narrative:
The device was returned for evaluation. Visual and functional examinations were performed and the sample does not have any broken or damaged components that could have affected its function. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/03/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent prosthesis replacement on (B)(6) 2015 and reservoir was attached to a drain. At 10 am, the nurse found that 150 ml of fluid could be drained. In the evening, another nurse found that the reservoir fully swelled out and only 50 ml of fluid. The nurse wasted the fluid and applied negative pressure. The pressure seemed a bit weak at that time. The next morning, the reservoir drained fluid. According to the nurse, there was a possibility that an air leak occurred between 10 am and the evening. There was no adverse patient consequence reported.